Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name# unknown 26 +0 cocr head ; cat# unknown ; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Left hip revision today. Pt. Presented with discomfort and lack of mobility following a hemiarthroplasty at an outside facility about a year ago. Dr. Determined it'd be best to revise to a total-hip. The accolade c stem was left in-situ and uhr components were revised.